Manufacturer narrative:
(B)(4). The product met all manufacturing specifications. Sample was not returned to kimberly-clark for evaluation. Based on the available information a root cause for the alleged separation could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer for evaluation.

Event description:
Kimberly-clark received a report stating,"two size 6 fr suction catheters disconnected during use with patients. One catheter separated- between the thumb port and the catheter. The other one came apart at the thumb port itself. Both patients were reported to be 'ok' - the therapist was able to take hemostats and pull the catheter from the ett immediately." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).